Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was feeling a stimulation sensation at her ipg pocket. It was reported the issue persisted whether the scs system was turned off or on. The pt was advised to contact her physician. Follow up identified the pt was receiving a shocking sensation at the pocket site. Further follow up identified the pt reported the sensation had stopped.